Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the device had a cuff inflation/deflation issue. It was reported that when the cuff was inflated to 30 mmhg and when the volume was retest it would be at 15 after 15 minutes. Customer reported that there was no patient injury.